Manufacturer narrative:
Immucor technical support assessed test well images using remote electronic connection method on (B)(4) 2014. Immucor laboratory tested reagent retention samples on (B)(4) 2014 and found that the retention product performed as expected.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when testing with capture-r ready indicator red cells on a galileo echo instrument.